Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.7, g.3.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: crease fold is observed. Wear abrasion is observed. White particles in shell are observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side deflation. Device has been explanted.